Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) and displayed an increase/rising pacing impedance, noise, and a lead fracture was confirmed. The lead has been capped and replaced. No patient complications have been reported as a result of this event.